Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was above 500 mg/dl at the time of the incident. The customer reported that they had issues with insulin pump and also stated that they had insulin pump had stopped giving insulin due to an insulin flow block alarm. The customer was advised to reverted to her back up plan. The insulin pump will be returned for analysis.